Event description:
Plate was implanted for a femur shaft fracture in january, 2000. Pt attempted to walk and felt pain. Plate was noted as broken and a hypertrophic non-union was also noted on 6/2000. Plate was removed at an unknown date.